Event description:
It was reported that the pt was experiencing an increase in seizures, and was being referred for a generator replacement. The replacement has since taken place, however, the device has not been returned. It was reported that the generator was at eos, however, it is unk if the increase in seizures is attributed to the eos state. Attempts for add'l info have been unsuccessful to date.